Event description:
Olympus was informed that during a total laparoscopic hysterectomy (tlh) procedure, the teflon pad melted from the upper jaw of the grasping section and metal was exposed. A second thunderbeat device was used when the probe tip broke off inside the patient. The broken probe tip was retrieved successfully. There was no patient injury. A third thunderbeat device was then used and a probe damage error was displayed; however the device was not yet used on the patient when the probe damage error occurred. Additionally, the device was fully intact. A fourth thunderbeat device was used to successfully complete the procedure. This is one of two reports.

Manufacturer narrative:
The device referenced in this report has not yet been returned to olympus for evaluation. The exact cause of the reported event could not be conclusively determined at this time. This type of probe damage is most likely related to the operator's technique. The instruction manual contains several warning statements in an effort to prevent damage to the probe. "Do not to activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur." If additional information or if the device is received at a later time, this report will be supplemented. Please cross reference MFR# 2951238-2015-00239.